Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced high and low blood glucose (bg) levels. The contact declined to provide details about the event and stated that high/low bgs are to be expected sometimes as it is the nature of diabetes.